Event description:
It was reported that an unspecified malfunction occurred. Customer did not provide blood glucose level at the time of issue detection. Technical support responded by confirming shipment of replacement pump and instructed customer on returning the faulty pump using a pre-paid label. Customer was also advised to use multiple daily injections as backup therapy to ensure insulin delivery continued.